Event description:
1350: cadd-pca started in pacu. Moved to pt floor. Stable satisfactory condition. Respiratory arrest 1638. Narcan given x2. Responded. Moved to ICU over night. Returned to pt floor 10/4/93. When discarding morphine solution after code found only 15 ml left in cassett. Expected 47 ml to be left (5 mg morphine/ml). Device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.